Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that all of the keypad buttons were underresponsive and moisture was behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: all of the keypad buttons were responsive. There was no contamination under the keypad button contacts. The initial allegation could not be duplicated. There was a crack between the case seal and the keypad cover. The pump was opened and there was evidence of moisture on the printed circuit board.